Event description:
Mitral valve implanted in 2006 to young woman who wanted children. Valve was stenosed due to calcification and had to be replaced with a mechanical valve.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. Bioprosthetic valve was replaced with a mechanical valve after an implant duration of 71.33 months (5 years, 11 months). Make and model not provided. No echocardiography at explant is available. No operative report will be provided. Device is to be returned for evaluation but has not been received.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed. The valve exhibited moderate calcification in the cusp area of leaflets 2 and 3. Minimal calcification was observed in the cusp area of leaflet 1. Moderate calcification was observed in the free margin of leaflet 1, minimal calcification was observed in the free margin of leaflet 2, and minimal to moderate calcification was observed in the free margin of leaflet 3. Heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 6mm for leaflets 2 and 3 and all of leaflet 1. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by 7mm for leaflets 1 and 3, and by 4mm for leaflet 2. Host tissue fused leaflets 1 and 3 at commissure 1 by 4mm and leaflets 1 and 2 at commissure 2 by 3mm. The x-ray demonstrated calcification, no visible damage to wireform. Method: x-ray. Product was received on (B)(4) 2012 and decontaminated (B)(4) 2012. Evaluation has been completed and confirms customers claims of stenosis. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.